Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-30, lot# 0208862689, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient lost stimulation and the impedances were high post-operative on (B)(6) 2016. The impedances on electrodes 2, 4, and 15 were greater than 10,000 ohms and electrode 9 was 8610 ohms. The patient was not receiving therapy. Actions were required as a result of the event. There was no patient harm, injury or death.

Manufacturer narrative:
The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported that the high impedances came from the leads. The patient did not experience any falls or trauma. The high impedances were able to be programmed around but the area of pain was not covered. Intervention was taken to resolve the event, the physician changed the lead. Patient outcome was noted as not totally receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.